Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, an externalized conductor was observed under fluoroscopy. No electrical anomalies were detected. The patient is doing well and will continue to be monitored.